Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the solitaire fr stent was opened, the delivery pusher was prepared and inserted into the phenom 21 microcatheter, however, resistance was met and it was not able to be inserted just after the hub. The stent was removed and checked outside the body. There were no problems observed so insertion was attempted again, however, it could not be inserted. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. It was noted the patient's vessel tortuosity was normal (not tortuous). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The sheath was within the microcatheter hub (proximal).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient had a left m1 occlusion, with the lesion located at the left m1 segment. The specific condition being treated was unknown, as was the patient¿s baseline status (tici, nihss, etc.), but recanalization was being confirmed after thrombectomy. No adverse events or injuries were associated with this event. Catheter flush was administered according to the IFU during the procedure. There were no kinks or damage noted on either the catheter or the solitaire pushwire. The cause of the resistance encountered during the procedure is believed to be due to individual product differences.